Manufacturer narrative:
The device was received for evaluation. Unaided visual inspection was performed which observed a loose foreign matter inside the primary sealed packaging not touching the product. Magnified inspection verified the loose unidentified particulate matter yellowish in color approximately 0.25 inches long outside the fluid path. The reported problem was verified. The cause of the condition was due to an unknown manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe inlet, micro-volume with luer lock end had debris found inside the unopened set package. This issue was identified prior to use during ¿a check of media testing supplies that were to be used that day for personnel media testing". There was no patient involvement. No additional information is available.